Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedances and experienced an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. Investigation was unable to determine further details regarding the infection.